Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted presence of clips in the tube and the clip counter was no longer active. Functionally, the instrument was cycled to load a clip, the clip was not formed. The driver was found to be damaged and missing a section. The missing piece was not received. It was reported that the safety interlock deployed prior to all staples or clips firing. The reported issue was confirmed. The most likely root cause was traced to a component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, on ligation of the cystic ducts, the surgeon was unable to squeeze the handle, the clips were unable to load properly into the jaws, the mechanism would not allow the jaws of the instrument to come together. Another instrument opened and used to resolve the issue. There was no patient injury. Pli10: medtronic's initial evaluation of the driver of the component was found to be broken.